Manufacturer narrative:
The customer, a biomedical engineer, advised that they had evaluated the device but were unable to duplicate the reported issue. The biomedical engineer advised that they would like to send the device in to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was sent to a third-party medical device repair facility (cardio partners inc.) For evaluation. The third-party medical device repair facility was not able to duplicate the reported issue and advised the customer to have the device sent to physio-control for additional evaluation. The customer declined to have the device sent to physio-control. The third-party medical device repair facility then returned the device to the customer and advised the customer not to return the device to use until the device has be examined by physio-control. The device has not been returned to physio-control for evaluation. The cause of the reported issue was not determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.